Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Corroded motor home switch noted during visual inspection. Unit also received with cracked case(battery tube), cracked battery tube threads and faded serial number label. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had damage at battery compartment. Blood glucose level of the customer was 140 mg/dl. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.